Event description:
It was reported that the pump stopped fill tubing with multiple cartridges and requested a minimum of 50 units to continue with the load process. During troubleshooting, the customer loaded a new cartridge with more insulin than the previous loads and was able to complete the load process and resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.